Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the device system an echocardiogram was performed and noted a trivial pericardial effusion that the physician attributed to pericarditis. The patient was treated with two different oral anti-inflammatory medications. The leads remain in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result ofthis event.